Manufacturer narrative:
The insulin pump had constant alarms and a frozen display during boot up due to a faulty connector on the interface circuit board. Moisture damage was noted on all electronic assemblies. Moisture damage was noted on the motor housing. No corrosion was noted on the motor home switch. The functional testing could not be completed due to the anomalies at boot up. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report a watchdog timeout alarm and a constant tone. The customer's blood glucose level was 106 mg/dl. The customer was unable to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.